Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the battery dropped from 45% to 5% while connected to a power source. The customer¿s blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.